Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. The customer tried different infusion set sites and site rotations in order to resolve these occlusion alarms. No additional information regarding this event was provided.